Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored for several days and no failed battery test alarms occurred during testing. The auto off feature was working properly. The device had minor scratches on the lcd window and on the reservoir tube window.

Event description:
The customer called and reported the insulin pump alarmed with failed battery test, after the pump suspended because blood glucose was low and customer tried to resume it. The alarm occurred during normal use and the customer had not changed the battery. Customer's blood glucose was not known. During troubleshooting, no relevant damage or corrosion was noted. After customer was advised to clean battery cap contacts and insert a new battery into the device, another failed battery test alarm was received. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.